Manufacturer narrative:
Product event summary: the full delivery catheter was returned and analyzed. Analysis indicated that the catheter shaft was kinked/buckled. The catheter was damaged with the tip flattened and nick. Blood was observed on the shaft of the delivery system. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician used multiple delivery catheters to implant the low-voltage pacing lead, as the lead could "hardly come out of the sheath." The delivery catheters were replaced and the lead was implanted. No patient complications have been reported as a result of this event.